Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated disabled valves and the other one indicated an internal memory error. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The reported error codes were not reproduced. The expiratory channel pc board (part of the breathing subsystem) was replaced preventively according to the recommendation in the service manual. The pc board was left at the customer and it was discarded. The evaluation of the received device logs confirm a single occurrence of the reported error codes after the start of the nebulizing program. A software error alarm indicating erroneous handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated the reported error codes. The conditions causing this problem were lost when the ventilator manually was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restart attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4).